Event description:
Report received of a tubing separation. Reportedly, the tubing set was being used to infuse tpn. After a unspecified length of time during the night shift, the tubing reportedly separated at the y-injection site. It was unspecified if the separation was above or below the y-injection site. The customer contact stated there was no reported blood loss. The used set was removed from the pt. Therapy was resumed using a replacement set. There were no reported adverse pt effects. No medical interventions were required. Multiple unsuccessful attempts were made for additional info.